Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The mbf instrument was analyzed and found to have a broken grip at the end tip of instrument. A piece measuring approximately 3.35 mm x 6.89 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the maryland bipolar forceps (mbf) instrument broke. A fragment fell inside the patient but was retrieved during the same surgical procedure. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the initial reporter was not sure what surgical task was being performed when the fragment fell inside the patient. The surgeon was attempting to use the instrument and noticed that it was already broken. The initial reporter was unsure how long the instrument was in use. No additional surgical procedures were required to remove the fragment. There is no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon was unsure of what caused the breakage. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to the removal. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. The fragment was returned to isi for evaluation. No images or video recordings were provided.